Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020 for three days with blood glucose of 900 mg/dl. The customer experienced symptoms such as nausea and vomiting, passed out. The customer was treated with intravenous drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.